Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that they did a reservoir change and insulin shot out and the pump alarmed. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.